Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient fell asleep on a heating pad last night and they think they melted their implant. They can't feel the lump of the ins and it is flat this morning. Patient has not had any other symptoms like pain or shocking and can tell the device is still working. Prior to calling patient turned the therapy off and noted that they are still able to connect the programmer to ins. Patient thought the device was made out of plastic and the agent reviewed the ins is primarily titanium and therefore would not melt unless under extremely high temperatures. The patient appeared relieved to learn this. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.